Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The complaint was confirmed based on review of the photo. A device history record review was performed, and no relevant findings were identified. Without the actual device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported via an animal hospital "staples not closing". No patient injury or consequence reported. The patient's current condition is "fine".